Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address fracture of the medial condyle through the distal aspect of the femoral component. Poly wear was noted intraoperatively.

Manufacturer narrative:
Examination of the submitted device confirmed fracture finally caused by material fatigue. Evidence was found indicating this had been a prolonged process developed gradually. The investigation could not conclusively identify the root cause of the material fatigue. Based on the inability to conclusively determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Examination of a supplied photograph confirmed the reported device fracture. The initial reporting stated x-rays were not available for review. Review of the device history records did not reveal any anomalies. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the device fracture based on the lack of the product to examine and the information provided. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.